Event description:
The customer placed a sealing port cap on the vent cap of the venous reservoir. With cardiotomy suction flow into the reservoir, the capped vent port allowed sufficient pressure to accumulate in the reservoir that it overcame the venous line pressure and resulted in retrograde flow of air to the patient's heart. With the vent port unobstructed, the reservoir would not pressurize. The instructions for use clearly state in the warnings and cautions section "the cap on the 1/4" vent port on the reservoir must be removed and unobstructed when the reservoir is in uses." The vent port is clearly labeled as such on the reservoir.